Event description:
Registered respiratory therapist (rrt) heard the ventilator alarming, went into the room and saw the ventilator screen black out. The rrt listened to hear if the ventilator was still giving breaths but it was not. The pt was bagged until the ventilator was changed.